Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report an atrial septal defect. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was implanted with no reported issue. A second clip was implanted lateral to the first clip. After deployment, the clip opened 35 degrees. Mr was not affected by the second clip opening. The clip is stable on the leaflets. Final mr was at grade <1. It was indicated that the patient had a pre-existing atrial septal defect that was exacerbated by the mitraclip procedure. The patient was reported to be stable. No additional information was provided.